Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen and the cursor on the display screen of the programmer were not aligned; the connection between the overlay and xy board was loose. The connection between the overlay and xy board was re-seated, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen and the display screen of the programmer did not correlate; it was over one-inch apart in the upper-left corner. It was noted that attempting with a new stylus did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.